Event description:
It is reported that during surgery in 2008, doctor went to lock poly down to taper plug and screw would not capture into plug. A second poly was opened and that screw would not capture either. Device remains implanted.

Manufacturer narrative:
There has not been any complaints on the parts of this lot. Also, no problem was found upon stock investigation for this lot. It is possible that the taper plug was not properly impacted/seated to the tibia plate and upon impaction while putting the tibial plate on to the bone, it got detached from the tibia plate. As a result, the screw would not capture into the plug. Cause cannot be definitively determined. Device history records indicate device manufactured to specification.